Event description:
Boston scientific received information that this transvenous right atrial (ra) lead did become dislodged one day post-implant. This lead was attempted for re-positioning unsuccessfully. The physician elected to place a new ra lead with different placement. There were no reported adverse patient effects beyond the necessity of surgical intervention, as noted by the health care personnel attending the revision procedure.

Manufacturer narrative:
Final analysis could not confirm or deny the device characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided